Event description:
The customer reported conflicting results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient three (3) of seven (7). The customer reported the following sequence of testing on an unknown swab type with the ID now covid-19 assay performed on (B)(6) 2021.the initial test generated a positive result. A second test on another ID now covid-19 instrument generated negative results. The customer reported when a result is positive with one ID now instrument, they repeat the test with their second ID now instrument. It was also reported, if the result is positive with the second ID now, they send the sample for pcr and they never had false positive result so far. The customer continued to state that if the result is negative with the second ID now, they decontaminate the first ID now where the positive result was obtained and provide negative result assuming the discrepant result was due to a contamination of the instrument. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Reference reports: 1221359-2021-01394, 1221359-2021-01395, 1221359-2021-01397, 1221359-2021-01398, 1221359-2021-01399, 1221359-2021-01400. (B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1022277 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot:1022277, test base part number 190-430 / lot: 1022277. The lot met the required release specifications. A review of the complaints reported as false positive patient results and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022277 showed that the complaint rate is (B)(4) for both. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples. Reference reports: 1221359-2021-01394, 1221359-2021-01395, 1221359-2021-01397, 1221359-2021-01398, 1221359-2021-01399, 1221359-2021-01400.